Manufacturer narrative:
Patient weight is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced low back/ pocket pain associated with ipg placement. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg. The new ipg was implanted at a new location to address the issue. Therapy was confirmed post op.